Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that data analysis was performed and showed a high right ventricular (rv) lead output setting of 7.5v at 2.0ms. The high rv output was changed to this programming in december as the threshold was slowly climbing. Thus, the cardiac resynchronization therapy defibrillator (crt-d) battery to reach elective replacement indicator (eri). The lead was abandoned surgically and replaced, as a result of the high outputs. No additional adverse patient effects were reported.